Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including full functionality testing without duplicating the report. The electrode receptacle connector was replaced as a precaution. The device was recertified and returned to the customer. The pads used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Event description:
Complainant alleged that during biomed testing, the device was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.